Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Pack received is tight. Diameter result conducted on the sample received fulfills the requirements of the OEM. Therefore, we consider this complaint as not justified. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread too thick.